Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient who was receiving 0.3 mg/ml fentanyl at 0.0072 mg/day and 3.5 mg/ml bupivacaine at 0.22414 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that once in a while the patient would feel "high and zoned out". It was stated that the pump was not delivering at the correct rate and that she had 1-3 cc less than expected at the last 10 refills. Additionally, it was noted that the doctor the patient saw noticed a math error on the programming and the patient was only getting half the dose she should have been getting because of an input error. When this was fixed, the patient's pain control improved. It was not known if the patient's drug information was exact. The event date was noted to be 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.